Manufacturer narrative:
The mayfield composite series skull clamp (ID a3059) was returned for evaluation device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The lock does have a slight movement that will be addressed during this inspection. Further, since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team and also noted that there was minor movement present in the rocker arm; no other issues were observed. In resolution, all worn components will be replaced with new parts, and general maintenance and cleaning were performed. Root cause - the complaint is not confirmed for slippage. There is a little movement in the rocker arm assembly, but once properly positioned and put under pressure, the clamp would not move. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that during "c1-c2 laminectomy for cervical sc s trial (percutaneous leads) with creation of right flank ipg pocket with iom" procedure, the pin of the mayfield modified skull clamp (a1059) came loose and slipped causing laceration to the patient which required cleaning and closure with staples. There was no surgical delay, and the patient was reported to be healing well with no residual issues.